Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together with the device upon removal. The product was not available, and manual compression was performed for 20 minutes and hemostasis was achieved. There was no reported patient injury. The sealant was not dislodged from the arteriotomy and did seem to stick to the device. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. There was no resistance noted during use of the device. The device was prepared and used in accordance with the instructions for use (IFU), and no visible signs of device or package damage were noted prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach in a transfemoral cerebral angiography, and the femoral artery¿s suitability was confirmed on angiography, including the vascular sheath introducer angle of approximately 30¿45 degrees. The vessel diameter was greater than 5mm, with no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50 percent. The access site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis 5f introducer sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out together with the device upon removal. The product was not available, and manual compression was performed for 20 minutes and hemostasis was achieved. There was no reported patient injury. The sealant was not dislodged from the arteriotomy and did seem to stick to the device. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. There was no resistance noted during use of the device. The device was prepared and used in accordance with the instructions for use (IFU), and no visible signs of device or package damage were noted prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach in a transfemoral cerebral angiography, and the femoral artery¿s suitability was confirmed on angiography, including the vascular sheath introducer angle of approximately 30¿45 degrees. The vessel diameter was greater than 5mm, with no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50 percent. The access site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A non-cordis 5f introducer sheath was used. One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection showed that button 1 was fully depressed and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was deployed but remained mounted on the unit delivery shaft. Regarding the sealant sleeve condition, no abnormal conditions were observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was not retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test could not be fully performed because the sealant was received in a deployed state while still mounted on the unit delivery shaft. However, since button 2 was received in the non-depressed position, an attempt to fully depress button 2 was performed successfully. Following full depression of button 2, the balloon was retracted and the sealant was confirmed to be fully deployed without any issues. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the returned device as it was received with the sealant still mounted on the device with button 1 fully depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. However, based on the information available for review and product analysis, user-related factors (user error) most likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 not depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.